Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture." Device has been explanted. This relates to an unknown side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1; b5; d6b.

Event description:
Patient reported left side deflation. Device has been explanted.